Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2019-11366. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2019 during which one lead was repositioned and the other was explanted due insertion difficulties. It is unknown which lead was explanted, so both leads are reported as explanted. Effective therapy was established post-op.